Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the crfs were reviewed. However, it did not provide any clinical insight into the reported issue of pain, swelling, and feeling a lump in the right knee. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the additional surgery could not be determined. However, it was reported that the patient has not recovered. No further clinical assessment can be rendered at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a knee arthroscopy, using three (3) fast-fix flex curved, the patient experienced pain and swelling in the right knee, and the patient reported feeling a lump inside the right knee. The patient was treated on an additional surgery and is not recovered.